Event description:
Additional information was received indicating the cause of the high pacing impedance measurements was due to a fracture. No additional adverse patient effects were reported.

Event description:
Additional information was received indicating the patient implanted with this lv experienced worsening heart failure. An invasive procedure was performed to replace this lead. The lead was surgically abandoned and a new lead was successfully implanted. No additional adverse patient effects were reported.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Manufacturer narrative:
--

Event description:
Additional information was received indicating high pacing impedance measurements and high threshold measurements continued to be observed. This lead was programmed off and will be further evaluated when the patient's device needs replacement. No adverse patient effects were reported.

Manufacturer narrative:
Should additional information become available this report will be updated.

Event description:
Boston scientific received information that this left ventricular (lv) lead exhibited an increase in threshold measurements. An increase in pacing impedance measurements was also observed including high out of range pacing impedance measurements. Additionally, low lv intrinsic amplitudes were observed. No adverse patient effects were reported.

Manufacturer narrative:
The patient was seen in clinic and pacing impedance measurements were 1,800 ohms. Records indicate this lead remains in service. Should additional information become available, this report will be updated.